Manufacturer narrative:
(B)(4). No blank display noted during testing. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error alarm noted. Insulin pump passed displacement test, active current measurement test, sleep current measurement test, and self test. No low battery alert or power loss alarm noted during testing. Battery cap was also damaged - broken off heat stake posts causing the battery cap contact to become loose. During visual inspection, electronics stack and force sensor was corroded. Motor had moisture damage.

Event description:
The customer reported via phone call that the insulin pump had change battery alarm. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer's other relevant blood glucose level was 101 mg/dl. The customer stated the insulin pump received a low battery alert prior to the replace battery alert. Customer reported the display was blank, however display returned after insulin pump restart. Customer also reported that the insulin pump had post-reset ram crc alarm and it was cleared. The customer was advised that the insulin pump needed to be replaced and was recommended to refer the backup plan. The insulin pump will be returned for analysis.